Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device breakage is not known. (B)(4) hospital telephone not available for reporting. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 06-jan-2016 expiration date: 31-dec-2025 part #: 04.037.057s, lot#: 9968847 (sterile) - 10mm/130 deg ti cann tfna 360mm/left - sterile. Quantity 5. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9720626 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921073 04.037.912.3 - tfna lock drive bp-58 lot - 9938657 21127 - raw material lot bp-80 lot - 7552486. Raw material received from (B)(4). Certificate of analysis received from (B)(4). And raw material receiving/putaway checklist meet specification. Inspection sheet for in-process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the left femoral sub-trochanteric fracture on (B)(6) 2016. The tfna (trochanteric femoral nail advanced) long was used then. One year after that, the patient sought medical attention due to leg pain. It was also found that the nail had been broken. On (B)(6) 2017, the revision surgery by a dhs (dynamic hip screw) replacement with cable fixation was performed safely. Surgeon noted a possible reduction failure from the primary surgery. The surgeon also added that, even though the patient was transferred to a rehabilitation hospital after the primary surgery, he walked arbitrarily without following the rehabilitation instructions and fell eventually. It was uncertain when the nail was broken exactly since the patient did not seek any medical attention for a while. The medical follow-up was planned and successfully completed. Patient outcome ok. Concomitant device: tfna screw (04.038.095s, lot 9872264, quantity 1), tfna end cap (04.038.000s, lot 9830638, quantity 1) this report is for one (1) tfna nail this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two screws were received broken. It is unknown when or how the screws broke. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
1x 04.037.057s lot 9968847 forwarded to manufacturing plant monument for investigation: as received condition of device: tfna nail broke into two pieces from oblique hole. There are two small pieces of nail received. Raw material was checked and meets the specification. Inspection sheet for in-process/inspect dimensional/final and inspection sheet tfna assembly inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The nail was unevenly broken so it was hard to measure the length of the nail. Nail was measured with a scale and measured 360mm, which meets the specification of the top-level drawing. The nail was unevenly broken at the oblique hole, and therefore the lateral bend angle cannot be measured, nor other dimensions associated with the nail at the place of the break. The surgeon also added that, even though the patient was transferred to a rehabilitation hospital after the primary surgery, he walked arbitrarily without following the rehabilitation instructions and fell eventually. Perhaps this caused the nail to weaken and ultimately break. However, we cannot confirm that this was the cause, so the cause is undetermined. The available data supports the complainant¿s description of the complaint condition of "nail broken"; therefore, this complaint is confirmed. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Product inspection: all the measurable features pertinent to complaint condition have been found conforming to spec. The two returned items are seriously damaged post production and broken in the middle of the shaft: no evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Concomitant parts: below listed articles rated as concomitant parts. They are in good condition and no investigation was provided on them. 1x 04.038.000s / 9830638 (tfna end cap extens. 0 tan) 1x 04.038.095s / 9872264 (tfna scr l95 tan) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.